Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet connector would not attach to the pump chamber despite the cartridge being removed and the chamber inspected and cleaned, with multiple connectors from several lots tried and properly oriented, consistent with a device mechanical incompatibility involving the connector-to-chamber interface. Symptoms included no adverse clinical effects. Outcomes included no impact to health or need for medical care. Investigation included remote troubleshooting, photographic review, and user guidance on cleaning and insertion technique. Investigation of this case revealed no foreign material, no visible chamber damage, and reproducible attachment failure across multiple connector lots and attempts, which supports a device mechanical fit or dimensional nonconformance of the connector/chamber interface. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical incompatibility not attributable to user error.